Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 2.8 mmol/l (measured with the patient's accu-chek performa test strips) and 9.5 mmol/l (laboratory result).

Manufacturer narrative:
Section h3: device received in a condition which made analysis impossible. Customer returned expired test strips.